Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8711, lot# j11417r03, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving gablofen 3000mcg/ml at 1700mcg/day via an implantable pump. The indications for use were intractable spasticity . The patient's medical history included cerebral palsy, depression, hypertension, asperger's syndrome . The patient's medical history included cerebral palsy, depression, hypertension, asperger's syndrome, seizure disorder, migraine headaches. Other medications the patient was taking at the time of the event were mirtazapine, oral baclofen prn, celexa, kepra, verapamil. The clinician contacted the representative the day of the report. The patient had reported hearing a critical alarm this morning upon awakening. The patient called the managing clinician at the rehab clinic and was instructed to come into rehab clinic today. Per interrogation of the pump the clinician stated the pump stopped sometime around 2300 yesterday. The motor stall occurred on (B)(6) 2015 at 21:41. They made multiple attempts to restart the pump by programming it but were unable to do so. The patient then was admitted into neuro critical care unit for observation for baclofen withdrawal until surgery for pump replacement. The patient was taking patient taking oral baclofen which minimized patient's signs and symptoms of baclofen withdrawal which were mild itching, mild increase in spasticity and mild irritability. Ap and lateral x-rays taken immediately prior to replace pump procedure to visualize status of implanted catheter; x-ray showed catheter looked intact. The pump pocket site exposed and thee existing implanted catheter disconnected from pump and brisk retrograde flow csf visualized. The replacement pump was filled with 40 ml of 3000 mcg/ml and infusion rate restarted on simple continuous infusion of 1360 mcg/da y per the physician after priming bolus of 993 mcg programmed by neurosurgeon to account for internal pump tubing and catheter length of 59.8 cm. The patient status at the time of the event was reported as alive, no injury.